Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. It was observed that the batteries were not properly seated. After reseating the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was determined that the cause of the issue was use error due to the device's batteries being improperly placed.